Event description:
Complainant alleged that during a routine shift check by a clinician, the device's housing was melted and was unable to install a battery into the battery well. Complainant indicated that there was no patient involvement in the reported malfunction.